Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37602, serial# (B)(4), product type implantable neurostimulator. Product ID 748251, serial# (B)(4), product type extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported the left sided implantable neurostimulator (ins) depleted and so the right ins was replaced along with the left, even though there was remaining battery on the right ins. While the right sided ins was explanted, the physician noticed that the extension was broken. General anesthesia was performed immediately to replace the extension with an adaptor. It was indicated the causality was due to the product. An ins screw was completely loose. It was indicated while the extension was being extracted, the connector (the silicon part) was visually broken. It was indicated the physician was experienced in performing the procedure. Prior to the procedure, the impedance values were normal. The telemetry data post procedure (after explant) was case(+), #1 (-), 1.45v, 60microsecond, 130hz. It was noted there was no environmental/external/patient factors that may have led or contributed to the event/issue. It was reported the ins that was initially prepared to replace could not be connected, so the right ins was replaced with a back-up ins. The replacement procedure was then completed. The issue was considered resolved at the time of report. It was indicated the right ins had no malfunction. Post procedure, the telemetry was reported to be the same as prior to the explant. No further complications were reported /anticipated.

Manufacturer narrative:
It is noted the method eval codes are applicable to both the ins (B)(4) and the extension (B)(4). The result eval codes 213 and 825 are applicable to the ins. Codes 806 and 180 are applicable to the extension. The conclusion eval code 71 is applicable to the ins. The codes 67 and 11 are applicable to the extension.: analysis of extension (B)(4) revealed that #2 and #3 conductors were broken at the edge of the molded rubber where the tubing was torn at the proximal end of the extension. Electrical testing of the extension determined continuity was complete. During visual analysis of the extension, it was identified the distal end was not returned. The proximal end of the extension (at #0 and #1 conductor) was observed to be stretched. Analysis of the implantable neurostimulator (ins) (B)(4) revealed that there was no significant anomalies. Specifically, analysis identified the ins was not in new condition. A functional test determined there was good stable output on the electrode pairs. The functional test identified 1.8 ohms on circuit #0, 2.0 ohms for circuit #1, and open circuits for circuits #2 and #3. It was identified the #0 circuit was shorted to the #3 circuit and the #1 circuit was shorted to the #2 circuit where the conductors were broken. There were no issues when pressed on the ins can and the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative clarified that the loose set screw was not a cause to the broken extension, but rather a state of the ins set screw at the time of explant, with it indicated that it was "loose enough." There was no malfunction related to the ins. No further complications are anticipated.